Event description:
During process for "rendevous" - wire through ptc catheter - the wire broke off during the handling of a cordis/emerald wire via ptc. A stent was placed endoscopically and the procedure will be rescheduled. No harm was done to the pt and the complete wire was removed. X-rays were taken postprocedure to confirm complete removal of the wire.